Event description:
It was reported that the "displayed value is not accurate." Customer stated "after applying anesthetic agent, psi still remains > 50. Normally, the psi would be 50 or lower." No known impact or consequence to pt.

Manufacturer narrative:
Attempts for the return of the product as well as additional info requests have been made. The customer indicated that the product will not be returned. If the product is returned for eval or new info is obtained, a follow up report will be submitted.